Event description:
It was reported that a minimum fill notification occurred when caller attempted to load a new insulin cartridge and overfilled cartridge, making it unusable. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed to remove pump from case, clean pneumatic area with alcohol wipe or lint-free cloth, and then was guided through proper technique to fill and load new cartridge, after which cartridge loaded successfully and insulin delivery was resumed.